Manufacturer narrative:
The field service engineer determined the ambulance inverter was faulty. The ambulance inverter was repaired by the customer.

Event description:
The customer reported that the battery is not giving any backup. There was no reported patient involvement.

Manufacturer narrative:
(B)(4).